Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and was having pain at the ipg site. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2138-70, serial number: (B)(6), batch/lot number: a06457, model/catalog description: phase iii linear leaad - 70cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2138-70, batch/lot number: a06221, serial number: (B)(6), model/catalog description: phase iii linear leaad - 70cm, unique identifier (UDI) #: (B)(4).